Event description:
It was reported that high lead impedance was seen on the patient¿s vns during a clinical visit. X-rays of the patient were reportedly planned and the patient has been referred for surgery. It was reported that no physical trauma preceded the high impedance, although it was reported that the patient has been rubbing the neck at the vns lead area. The x-rays have not been reviewed by the manufacturer to date. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. The devices met all specifications for release prior to distribution. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Information was received that the patient's vns generator and lead were replaced due to the high impedance. The explanted devices have not been received to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. The lead was returned in two portions. Note that a portion of the lead assembly (body) was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Multiple abraded openings were identified in the outer silicone tubing. The lead assembly had dried remnants of what appear to have once been body fluids inside the outer silicone tubing with no other obvious point of entry beyond the cut ends and the abraded openings in the outer tubing. Visual analysis identified a full and half set of setscrew marks indicating at one point in time there was an insufficient and a sufficient electromechanical connection between the lead and a generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. It should be noted that the lead has two sets of setscrew marks but was only used with one generator. Product analysis was completed on the returned generator/ the generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. No further relevant information has been received to date.

Event description:
The explanted lead and generator were received. Product analysis is underway but has not been completed to date.